Manufacturer narrative:
A ge service representative performed an on site investigation. The repairs have not been disclosed.

Event description:
The customer reported the system failed to boot up. No report of a patient injury.